Event description:
The device failed to cardiovert a pt. The pt was administered two shocks at 200 joules and tehn three shocks at 360 joules. However, pt's rhythm did not convert. The clinician obtained another device and successfully converted the pt's rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Customer's biomed department tested the device after the incident and the device inappropriately shut down. The battery was replaced and the device was placed back into service. Biomed was later notified of incident after device was placed into service. The cusotmer would now like this device evaluated.